Event description:
Upon receipt of additional information on (B)(6) 2014, this case was upgraded from non-serious to serious as the events of bilateral knee swelling and bilateral knee pain were added with seriousness criteria of "required intervention". This unsolicited device case was received from united states on (B)(6) 2014 from a physician. Based on the additional information received on (B)(6) 2014, additional events of increasing pain, swelling, bilateral knee swelling, bilateral knee pain and not able to bear weight were added. This case concerns a (B)(6) year old female patient whose both knees flared, experienced increasing pain, swelling, bilateral knee swelling, bilateral knee pain and was not able to bear weight after receiving synvisc one injection. No relevant medical history and concurrent conditions were reported. Past medications included synvisc one injection (on (B)(6) 2013 for degenerative joint disease). Concomitant medications included meloxicam (mobic), atenolol (tenormin), rosuvastatin calcium (crestor) and estradiol (estrace). It was reported that patient had no allergies. On (B)(6) 2014, the patient received treatment with a synvisc one injection, at a dose of 06ml, once (route, batch/lot and expiration date not provided) in both knees for degenerative joint disease. On (B)(6) 2014, the patient experienced increasing pain, swelling, bilateral knee swelling, bilateral knee pain and was not able to bear weight. On an unspecified date in (B)(6) 2014, after unknown latency, the patient's knees flared. Later, on (B)(6) 2014, after seventeen days, the patient recovered from the events of increasing pain, swelling, bilateral knee swelling, bilateral knee pain and not able to bear weight. Corrective treatment: methylprednisolone (medrol) for the events of bilateral knee swelling and bilateral knee pain. Not reported for the events of increasing pain and swelling, not able to bear weight and both knees flared. Outcome: received/resolved for the events of increasing pain, swelling, bilateral knee swelling, bilateral knee pain and not able to bear weigh and unknown for the event of both knees flared. Seriousness criterion: required intervention for the events of bilateral knee swelling and bilateral knee pain. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Reporter's causality: related for the events of increasing pain, swelling, bilateral knee swelling, bilateral knee pain and not able to bear weight. Additional information was provided on (B)(6) 2014. Ptc investigation report was added. The follow up information was received on (B)(6) 2014. The ptc investigation report pertained to another case; thus it was processed as no new safety information. Additional information received on (B)(6) 2014 from healthcare professional. Patient's demographics (date of birth, age and pregnancy status) was updated. Past medications, information regarding allergic history and concomitant medications were added. Therapy start date, stop date dose and indication were updated. Additional events of increasing pain, swelling, bilateral knee swelling, bilateral knee pain and not able to bear weight were added. Reporter's causality was added. Patient's clinical course was updated accordingly.